Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak under the mixing chambers of the unicel dxh 800 coulter cellular analysis system. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the mixing chamber was not draining and found a piece of purple top cap blocking the drain port. The fse replaced the nucleated red blood cell mixing chamber. There was no further evidence of leaking after the repair. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation - results: mixing chamber. Bec identifier for this complaint is (B)(4).